Manufacturer narrative:
Concomitant medical products: w2dr01 ipg; implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent atrial undersensing. It was also noted that prematurely in/out of mode switch was suspected. The ra lead remains in use. No patient complications have been reported as a result of this event.